Manufacturer narrative:
(B)(4) pain in throat, unable to swallow, tightness in throat, inflamed lips and funny taste in mouth. The frequency of exposure to the sterrad sterilizer is approximately 12 hrs a day. The load content was reported as hd cameras and stryker mini batteries. The items were wrapped and on hd trays (high level disinfection trays). Asp clinical staff provided the customer with material safety data sheet for h2o2. This is one of two 3500a reports being submitted for this event. Please reference MFR report #: 2084725-2009-00720.

Event description:
A report was received from the field indicating a healthcare worker experienced human reactions since (B)(6) 2009. The worker experienced respiratory reactions: unable to swallow, tightness in throat, inflamed lips, and funny taste in mouth. The duration of symptoms was over 24 hrs. The worker had no direct contact with hydrogen peroxide. Medical attention was not sought. The initial reporter stated that there was no haze, mist, fog, or smoke in the room at the time of the event. The room was visibly clear. During an additional customer f/u, it was reported that the unit has not been evaluated after the event and the unit is working fine.